Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve and a large flexnav delivery system were selected for procedure and implant was successful. There were no reported complications noted during the procedure. The patient remained hemodynamically stable throughout the procedure. About 3-5 days post implant procedure, a computed tomography was performed and thrombosis at unknown site was discovered. Patient was prescribed warfarin as a follow up treatment. The patient status at the time of report was stable. This event did not prolong hospitalization.

Manufacturer narrative:
An event of thrombus being found on the valve 3-5 days after valve implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 medical device problem code 2993 was removed and 4001 was added.

Event description:
It was reported that on 19 may 2022, a 27mm navitor valve and a large flexnav delivery system were selected for procedure and implant was successful. There were no reported complications noted during the procedure. The patient remained hemodynamically stable throughout the procedure. About 3-5 days post implant procedure, a computed tomography exam confirmed small amounts of thrombus on all three leaflets of the 27mm navitor valve . Patient was prescribed warfarin as a follow up treatment. This event did not prolong hospitalization. The patient was stable at the time of report.